Manufacturer narrative:
The concerto will not be returned as it was discarded. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a concerto coil was unable to detached during a procedure. The coil was able to be delivered through the catheter; the catheter was flushed. The coil was reported to have been attempted to be detached via manual detachment only once. There was no instant detacher used. Upon removal of the catheter, it was realized that the coil did not detach. These devices were removed, assessed and photographed. The devices were then discarded at the site. Competitor devices were used to treat the patient. The patient's anatomy and the blood flow were both normal. The access vessel was the hipogastrica (vessel diameter was 10mm). The devices were reported to have been prepared and used per the instructions for use (IFU). The catheter was flushed as stated in the IFU.